Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v sensing integrity counts and noise oversensing were noted on the ventricular lead electrogram. It was noted that the oversensing was not being detected by the device. The lead remains in use. No patient complications have been reported as a result of this event.